Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the patient developed an obstruction of their heartmate 3 used as a right ventricular assist device (rvad) after starting biventricular configuration. Due to the massive obstruction of the vena cava there was no possible way to restart cardiopulmonary bypass (cpb). The patient was monitored on an echocardiogram (echo) but ultimately passed away on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported obstruction could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed through this evaluation as no log files were submitted for review, and a direct cause for the reported event could not be conclusively determined through this evaluation. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. It was reported that the heartmate 3 lvas, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 lvas instructions for use (IFU) (rev. G) is currently available. Death is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU outlines considerations for pump placement and orientation, and provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This IFU provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.